Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads and a cracked belt clip slot.

Event description:
Customer reported issues with the insulin pump. Customer states that there are issues with the buttons of the insulin pump. The blood glucose reading is 59 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.